Event description:
Medtronic representative reports high impedances > 4000 on some bi-polar pairs. States higher impedances with pairs 0. Other pairs were 833-1679. Patient was programmed 1-, 2+, 3+. Therapy impedance measured 1152. At 4.5v patient felt no stimulation. Battery was okay at 18.2. Representative reprogrammed using 2- and 3+ and patient received good paresthesia and good coverage. Additional information has been requested.

Manufacturer narrative:
(B)(4).